Manufacturer narrative:
Section h8: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of pi events; however, a specific cause for the report of infection, increased ldh, and pi events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. The submitted controller event log file captured 127 pi events throughout the approximately 31 hours of data, comprising approximately 99% of the log file. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The heartmate 3 lvas IFU lists hemolysis and various types of infection as adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was recently implanted and had a reported lactate dehydrogenase (ldh) from 1031 to 1832. U/l. The patient had pulsitile index (pi) event episodes associated with significant speed delegations and their pump speed was dropped from 5400 to 5300 on (B)(6) 2019. The patient is being treated for pneumonia. During routine blood work, it was found that the patient had an infectious process and was treated with antibiotics. The patient is currently still in ICU care and recovering slowly. No additional information provided.